Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was a leak at the white impella plug. Purge flow and pressure were unaffected, tegaderm was wrapped around where the blue reservoir is. Support continued and there was no patient harm.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Due to lack of sufficient clinical details and no product returned, the root cause of the purge leak - pump could not be determined. E.1 revised first and last name as they were reported incorrectly on the initial manufacturer device report number 1220648-2025-26451. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26451 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 the investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26451 and were added.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The returned pump was inspected and there were no abnormalities to the purge sidearm on visual inspection. The leak test was performed and a leak was observed from the membrane radial seal of the purge reservoir. The root cause of the purge leak - pump was determined to be due to a damage sidearm reservoir as evidenced by the results of the leak test. D6b explant date added d9 device returned to manufacturer date added e4 should have been left blank on the initial manufacturer device report number 1220648-2025-26451 as it is unknown if the initial reporter also sent the report to the food and drug administration.